Manufacturer narrative:
Weight: unk. Race: unk ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Low vault was observed. Lens remains implanted. Reportedly, "the vault is still low. The patient understands the situation."